Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they turned stimulation off as it was bothering them at night and because they didn't have to get up several times. However, when they did go to void, they were unable to do so. They also mentioned their bladder hurt. They also said "that since turning stimulation the symptoms gradually subsided". The patient called their healthcare provider (hcp) to ask about programs and was directed to come into the office for reprogramming, but the patient and their spouse don't understand why the hcp would add new programs if they haven't tried their current programs. Patient also noted the hcp wanted to check their bladder. As a result of what was reported, consumer was redirected to their hcp to discuss concerns and symptoms. The next day, patient called back saying the hcp put them on program b right now to see if that would work better. No device issue was reported and no further patient complications have been reported as a result of this event.